Event description:
A device was used during a low anterior resection. After firing the device, it could not be removed from the bowel. Once removed, the surgeon noted that the device did not cut the anastomosis. Hand suture was used to complete the case. There were no consequences to the pt.